Event description:
Treatment of right paraophthalmic aneurysm. It was reported that the pipeline could not be detached from the capture coil during deployment. The device was snared and removed from the patient. No patient injury reported. Same as MDR# 2029214-2012-00314.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).